Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had bleeding in their urine and went to the emergency room. The patient had a catheter put in and would see their healthcare provider on (B)(6) 2017. It was noted that the patient cathed 225 and 330. No further complications were reported.